Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw was clogged/blocked. The following information was provided by the initial reporter translated from french to english: summary of circumstances: difficult, if not impossible, sampling of product with impression of obstruction of trocar lumen. Clinical consequences: loss of time for preparation of injectable treatments. Comment(s): exactly the same concern as in materialovigilance report 24-12 dated 20/03/2024. 7 trocars kept for this declaration.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten (10) physical samples were received for evaluation by our quality team. After examination, needle clogging was confirmed due to a brown material. Fourier transform infrared (ftir) spectroscopy was performed on the samples for identification of the brown material; however, the exact material could not be confirmed. The ftir analysis showed a 40.65% match for agar; however, no material identified high enough for a conclusive match. Based on the provided feedback, we understand an issue of clogging occurred. However, as agar is not a material used in production, and due to the limited ftir results, an exact cause for the clogged cannula could not be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.